Manufacturer narrative:
A sample lens was not returned for analysis. Results from the product history record review indicated the product met release criteria. A root cause can not be identified at this time. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that when the surgeon was placing an intraocular lens (iol) into a patient's eye, it flipped (unfolded) and was backwards. The surgeon decided to remove the lens after being unable to turn the lens back over. Another lens was implanted instead with no reported harm to the patient. Additional information was requested.